Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the "power was very low" during a craniotomy and mastoidectomy surgery. The reporter was not aware if a delay in surgery occurred. There were no injuries or medical intervention reported. There was no additional information provided.